Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2022, the patient received the following results within 15 minutes: 158 mg/dl at 12:18 p.m. And 88 mg/dl at 12:18 p.m. On 3/14/2022, the patient received the following results within 15 minutes: 193 mg/dl at 4:23 p.m. And 499 mg/dl at 4:28 p.m.